Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: component loosening.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision; bi-lateral; asr xl acetabular system - right hip; reason for revision: component loosening (acetabular cup). See (B)(4) for left hip revision. Update from (B)(6) 2011: reason for revision. Update from injuries board letter received (B)(4) 2012. Update 30 nov 2014: we have been informed by (B)(4) that this patient is deceased. The date of death is (B)(6) 2013. The date of implant and revision have also changed to (B)(6) 2009 and (B)(6) 2011 respectively. The patient also had a stem explanted. I have added this component to this com. (B)(4). Patient is bilateral. Please see (B)(4) for left hip. Complaint falls out of CAPA. Therefore, it is assigned to (B)(4) investigation. As the manufacturing dates do not match the implant date (i.e. They are after the implant date) for the right hip I have swapped both side's implant dates around to the correct hip. Now the manufacturing dates occur before each implant date and the implant dates more closely match the ones previously given in the dint system. Update 5 dec 2014 - confirmation received that the implant dates were the wrong way around and that we were correct to switch them.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).